Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Event description continuation: on (B)(6), 2015, the biosense webster failure analysis confirmed through the spectrum electro magnetic (sem) results that the pebax presented no damage. However, the external surface of the polyurethane (pu) at the peek housing/lumen transition exhibited evidence of fracture/rupture which went through the whole thickness of the material. While there were no exposed parts observed, this issue has been conservatively assessed as a reportable malfunction as the damage went through the whole thickness of the material. The awareness date has been reset to october 23, 2015.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and the biosense webster failure analysis discovered damage at the peek housing/lumen transition. Initially, during the procedure an 88 error occurred with the smart touch bidirectional catheter. The catheter was removed from the patient body and it was confirmed there was blood at the connection part between the tip and the shaft. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. This issue was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. This issue was highly detectable. It was also reported that there was foreign material underneath the pebax. However, there was no damage reported to the pebax integrity. In addition, the biosense webster failure analysis received the catheter for analysis. During the first visual inspection, it was noted that the sensor sleeve (pebax) was found to have reddish brown material inside it. However, there was no damage found on the pebax. The peek housing and tip lumen transition was cracked with reddish brown material inside the area. The tip lumen had a bump about 3.5mm from the transition with the peek housing. However, no metal was exposed. Therefore, since there were no catheter integrity issues, the potential that these issues could cause or contribute to a death or serious injury, or other significant adverse event, were remote. Therefore, these issues were assessed as not reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the procedure an 88 error occurred with the smart touch bidirectional catheter. The catheter was removed from the patient body and it was confirmed there was blood at the connection part between the tip and the shaft. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. Upon receipt, the catheter was visually inspected and it was found that pebax and peek housing had reddish brown material inside. The peek housing and tip lumen transition was found cracked. Per these conditions, a scanning electron microscope (sem) testing was performed over the pebax area of the catheter and no damage was observed. However, a crack that goes through the whole thickness of the material was confirmed due to a bent at the peek housing surface. This condition might contribute to the filtration of the foreign brown material observed. An internal corrective action has been opened to investigate the peek housing cracked condition. Continuing with the visual inspection, bumps were observed at the tip lumen. An x-ray of the catheter was taken and it was determined that the t-bar slid down applied stress to the tip and peek housing sections and contributed to the peek housing damage as well as the bumps observed at the tip. An internal corrective action has been opened to investigate the t bar issue. Per the error reported, the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on the carto system. Eeprom data demonstrated the catheter was properly calibrated during manufacturing. The catheter was recognized by the carto 3 system, however error 105 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of open circuit at the sensor could not be determined. Internal corrective actions have been opened to investigate the t bar issue and the peek housing issue on smart touch families.